Manufacturer narrative:
The broken plate was examined under magnification. The broken ends of the plate are rough in texture except for some spots that are smooth. The smooth areas are where the broken ends rubbed against each other between the time when the plate broke and it was explanted. The rough texture on the broken surfaces of the plate likely indicate a single overload event that caused the plate to break. Additional mdrs associated with this event: 3025141-2016-00244: screw 1. 3025141-2016-00245: screw 2. 3025141-2016-00246: screw 3. 3025141-2016-00247: screw 4. 3025141-2016-00248: screw 5. 3025141-2016-00249: screw 6. 3025141-2016-00250: screw 7. 3025141-2016-00251: screw 8.

Event description:
An implanted clavicle plate broke at some point post operatively. The plate and screws were explanted.